Event description:
Per the clinic, the patient experienced a distal incisional dehiscence with purulent discharge on (B)(6)2024. The patient subsequently underwent a skin revision surgery on (B)(6) 2024 where the epithelialized edges of the dehiscence were removed and the wound was sutured close. The patient was also treated with antibiotics (bactrim (specific type not reported) for two weeks and topical mupirocin ointment two times a day (specific duration not reported)). On (B)(6)2024, the dehiscence recurred with purulence expressed from the wound cavity around the implant and the patient subsequently underwent a wound washout with dilute betadine. The patient continued antibiotic treatment regimen of oral bactrim ds and topical mupirocin ointment was increased to three times a day (specific duration not reported).on (B)(6) 2024, the purulence had returned and the patient was treated with doxycycline (specific type not reported) for two weeks. On (B)(6)2024, it was noted that the implanted device was exposed through two areas of dehiscence (both the posterior and anterior incision). The patient's treatment regimen was switched to oral clindamycin taken three times a day for two weeks.on (B)(6) 2026, the patient was reportedly treated with doxycycline twice daily (specific type, date and duration not reported) and requested a device explantation as the incision did not heal since implantation. The device was subsequently explanted under general anesthesia on (B)(6)2026. During the device explantation surgery, there were two areas of skin dehiscence over the transducer with a thin skin bridge in between. The skin bridge was removed and the wound was irrigated with normal saline and repaired with a inferiorly based advancement flap. Bacitracin ointment was also applied to the surgical wound.

Event description:
Per the clinic, the parient experienced an infection and inflammation at the implant site, exposing the receiver/stimulator. Revision surgery is planned but had not taken place at the time of this report.